Manufacturer narrative:
Results: (B)(4) investigation summary: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that there was a black foreign substance from the syringe. All returned syringes were examined and no foreign matter was observed on or in any of the samples. However, one sample exhibited a clear drop of material come out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4). No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. (B)(4) investigation summary: on 14nov2017, (B)(4) received three (3) loose 0.3ml, 6mm syringes from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation, no additional findings were noted, as compared to those documented during sample evaluation in (B)(4). CAPA (B)(4) was initiated by the (B)(4) plant to address silicone pooling and its associated root cause(s). As the batch number for this complaint was not provided, the manufacturing site is unable to verify if these were produced prior to implementation of corrective/preventative actions.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on a 0.3 ml bd¿ insulin syringe with bd ultra-fine¿ needle 31 g x 6 mm prior to use. There was no report of injury or medical intervention.